Manufacturer narrative:
The insulin pump was received with a cracked case behind the insulin pump at the battery compartment, cracked battery tube threads and a blank display due to moisture damage on the electronic assembly. Unable confirm a broken force sensor was detected during seating or regular delivery, critical pump error (open book image) or perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error. Customer blood glucose at the time of incident was 112 mg/dl. Customer reported physical damage and motion sensor test failure. Troubleshoot was performed. The insulin pump screen had critical pump error. The customer has turned off the insulin pump. The insulin pump will be returned for analysis.